Event description:
The customer reported the generation of false low ise (ion selective electrode) patient results, including, sodium (na) and chloride (cl), with l and r flags on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer provided data for nine (9) patient samples.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer and identified the probable cause as a defective ise reference block. As a precautionary measure, the fse replaced the buffer valves and mixer motor. The fse replaced the ise ref block which resolved the issue. Section a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).